Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had scheduled a bolus and the insulin pump does not deliver and will restart it and do over. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries, rewind takes longer and had a whining noise, unexplained no delivery alert. The device will not be returned for analysis.